Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported that they could not completely rule out a device issue and was inquiring on MRI information. The patient was experiencing pain in their stomach/abdomen. The patient¿s pain would occur once a month and last for a few days. No further complications were reported.